Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
It was reported that following the implantation of an elevate anterior graft the patient experienced moderate de-novo difficulty emptying bladder. She "failed inpatient trial void" and was discharged "home with indwelling foley catheter." The patient returned to clinic on (B)(6) 2015 for second trial void. She "failed trial void, taught intermittent self catheterization." The event is considered not recovered/not resolved (continuing). There were no further patient complications reported as a result of this event.

Event description:
Additional information received indicated that the patient's "post void residuals (pvr) have increased related to increase in pain medication." The patient "continues intermittent self- catheterization and voiding diary" and the event is considered not recovered/not resolved (continuing). There were no further patient complications reported as a result of this event.

Event description:
Additional information received indicated that the patient states she "continues to self cath several times a day. Cont. To maintain voiding diary." "Teaching re conservative post void therapy" was provided on (B)(6) 2015 and the event was considered recovering/resolving (adverse event is improving). There were no further patient complications reported as a result of this event.

Event description:
Additional information received indicated that the patient stated that she is "self catheterizing less often and is improving." Instructed to continue intermittent self catheterization and voiding diary. The event is considered recovering/resolving (adverse event is improving). There were no further patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient "stopped cic" and that "residual caths were not consistently < or = to 100ml's". The event is considered recovered/resolved with sequelae on (B)(6) 2015. There were no further patient complications reported as a result of this event.